Event description:
A distributor contacted heartsine to report the device's battery pins were short and not making secure contact. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to heartsine for evaluation. The reported issue was duplicated and verified. Investigation confirmed both battery terminal pogo-pin were collapsed and stuck within their barrels which prevented the device from powering on. This device was archived by heartsine and the customer received a replacement device.

Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted heartsine to report the device's battery pins were short and not making secure contact. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.